Event description:
The article, "off-label use of septal occluder devices for recurrent tricuspid regurgitation following teer", was reviewed. The article presented a case study of an 89-year-old female patient with a history of ischemic cardiomyopathy, severely reduced left ventricular ejection fraction, coronary artery bypass grafting, surgical aortic valve replacement, atrial fibrillation, chronic kidney disease, type 2 diabetes, hypertension, and severe tricuspid regurgitation (tr). On an unknown date a triclip was implanted. Several years later the patient presented with progressive breathlessness and peripheral edema. Transesophageal echocardiogram (tee) revealed a small residual gap between the triclip and the posterior annulus, which resulted in recurrent massive tr. The decision was made to close the gap with a 19mm amplatzer septal occluder. The occluder was implanted. The patient's tr grade went from 4 to 1. Approximately 24 hours later the 19mm occluder embolized into the right atrium. The occluder was snared and removed from the patient. A 26mm amplatzer septal occluder was chosen for implant. Immediately upon deployment, the 26mm occluder embolized into the right ventricle. Percutaneous retrieval was unsuccessful. The 26mm occluder remained in the patient. The patient had persistent severe tr that was managed conservatively. [The primary and corresponding author was firas jaly, department of cardiology, marien hospital witten, marienplatz 2, witten 58452, germany, with corresponding e-mail: fhjaly@gmail.com.]

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information